Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter. During the procedure, the physician had difficulty advancing a guide wire through the neuron catheter. The physician removed the neuron catheter from the patient and it was found kinked. The procedure continued successfully using a new neuron delivery catheter. There was no report of an adverse effectt on the patient.